Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's battery charger was prompting to insert the battery when the battery was already inserted. The pt received a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (charger not recognizing when battery is inserted) has been confirmed. Upon eval, there was corrosion on the battery connector. The cause of the corrosion is liquid contamination on the charger/modem battery board. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger not recognizing when battery is inserted) has been confirmed. Upon eval, there was liquid contamination on the charger battery board. The cause of the charger's inability to recognize when a battery is inserted is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damage charger/modem. The pt received a replacement battery and charger/modem. Device manufacture date: battery pack; charger/modem: 12/2008.